Manufacturer narrative:
Product ID 37642 lot# (B)(4) implanted: explanted: product type programmer, if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37642, serial#: (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 37642, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the caller said the patient programmer (pp) would turn on, but then it "just shuts off when they try to use it and changed the batteries but it's still not working." The caller said they were using a certain kind of battery that didn't appear to be alkaline. They said the issue started about a week ago. It was intermittent at first but then it wasn't working at all. It was reviewed that they should try normal alkaline batteries and that should hopefully resolve the issue. The caller said they were concerned about the pp issue because the patient "had not use of their hands at all" so the caller was having to feed them. They asked when it started and the caller said "that's why they had the dbs because of the tremors and it was working really well but the beginning of this week ((B)(6) 2018) it had gotten really bad because they couldn't turn it up and down on the controller." They asked if the patient's stimulation was currently off or on and they said they thought it was off, or at least down really low, but they needed the controller to work so they could adjust stimulation. The caller called back when they had alkaline batteries, but it didn't resolve the issue. The patient was transferred to repair where the allegations were reiterated and the patient would be receiving a replacement in the mail. There were no further complications reported.

Event description:
Additional information was received: it was reported that the cause of the programmer just shutting off was not determined. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial#: (B)(4), product type: programmer, patient. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.